Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 13-apr-2025, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 13-apr-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that pt states since her appointment in (B)(6) she feels like she isn't getting much relief if any at all. Rep ask if she has had any falls in the last 30 days and the patient states she fell 2 weeks after implant and approximately 1-2 weeks ago. Rep checked impedance and all were with in limits. Rep gave pt a new program to try and pt will try and if no relief she will call to let healthcare provider (hcp) know so she can be scheduled for an x-ray. Additional information was received from the manufacturer representative (rep) reporting that it was unknown if the patient¿s lack of relief had been resolved. It was reported that the patient was told to follow-up with their medical doctor to get an x-ray if they didn't get relief from the reprogramming. Pt had lead revision. Unable to revise left lead, it would not go into place, implanting surgeon removed left lead completely and repositioned the right lead. Successful stimulation achieved in post op.